Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. The heating wire was detached. A pre-reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering (B)(4) cycle life test. The handle on the device was open to verify connections; we did not identify any non-conformities. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the pa set up a vaso view hemopro to use connecting the extension cord to the device. The harvesting cannula with the vaso view hemopro were placed on the side and the dissection began. During the dissection, they heard the vaso view hemopro activating on the side table (it was not yet being used in the leg). It was noted that the activation switch was in the neutral position. The device was disconnected and handed off and the procedure was completed with a new device. There were no adverse patient effects.